Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that the coil was stuck on the catheter's tip upon removal. The target lesion was located in the severely tortuous hypogastric artery. A 10mm x 20cm interlock¿-35 was selected for use. During the procedure, the coil was inserted through a non bsc catheter and the rotating hemostatic valve was used with intermittent flush but the coil encountered significant difficulty in advancing out of the catheter. Attempts were made to repositioned and flush the catheter but the coil would still not advance. The decision was made to retrieve the coil but resistance was encountered. The coil was withdrawed when a popping sound was heard and the pusher wire was pulled with the coil not attached. The catheter was removed from the patient and the coil was found partially hanging out of the catheter's tip. The coil was manually removed from the catheter and was found out to be stretched. The procedure was not completed due to this event. No patient complications were reported and no harm came to the patient.